Event description:
It was reported that the patient experienced a twitching sensation in the epigastrium consistent with diaphragmatic pacing. It was also reported that there was a progressive rise in threshold on the left ventricular lead post implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.